Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical states that after 3 hours of implant, there were "impella in ventricle" alarms due to patient agitation. Pump was not returned for investigation. As per the clinical information provided, the root cause of the positioning issue was use related to patient movement.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
It was reported that a patient was on impella cp for hemodynamic support. During support, there was a "impella in ventricle" alarm that was reported due to patient agitation. The procedural outcome was the patient survived the surgery.